Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call cosmetic damage on the insulin pump. Customer's blood glucose level was 500 mg/dl. Customer treated their high blood glucose with a manual injection pen. Troubleshooting for cosmetic damage was performed. Customer advised there were cracks on the inside of the display screen, black splotches and damage on the interior of the screen. Customer was unable to read the display screen due to damages on the insulin pump.

Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass. Unable to verify the unresponsive keypad/button due to the damaged lcd glass. The pump also had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.